Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 1526863-2025-00035-00 for details pertinent to this event.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cardiovascular intensive care unit experienced four instances over a few days where the device broke at the connection between the tubing pigtail and the 3-way stopcock. These breaks resulted in blood spills on the patient, their beds, and the floors. The event occurred on (B)(6) 2025 at 5 pm during use on the patient. There was medication being used with the product and there was delay in therapy. There was patient involvement, and no patient harm/adverse event reported.